Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii gastrointestinal videoscope. The scope did not pass the internal culture test. A second test was performed, and no contamination was detected. Upon follow-up, the customer stated the situation with the scope was under control and the sterilization processes at the facility had recently been validated by swissmedic. The case could be closed. The device would not be returned. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Repeated attempts were made to obtain the device for further testing and evaluation as well as requests for additional information however, those request were unsuccessful. Because the device was not returned and based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.